Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the electrophysiology study (eps) atrial fibrillation ablation procedure, the faradrive steerable sheath clear, was selected for use. It has been mentioned that transseptal access was obtained using a versacross fixed sheath. Mapping the left atrium was performed through the versacross fixed sheath with an abbott hd grid catheter. Following map creation, the hd grid was removed from the fixed sheath. The physician exchanged the versacross fixed sheath over the versacross wire with the faradrive sheath. After the exchange, the farawave catheter and merit medical inqwire guidewire were advanced to just past the handle of the faradrive. The faradrive sheath was aspirated with a 20 ml syringe. Bubbles were observed in the aspiration syringe during aspiration. Another attempt was made to aspirate the faradrive sheath with a 10 ml syringe with the farawave in the same location, just past the handle of the faradrive. This again resulted in air bubbles being observed in the 20 ml syringe but not patient. The troubleshooting steps included multiple attempts to aspirate the faradrive with a syringe, yet no improvement. The physician opted to remove the farawave from the faradrive and exchange the first faradrive over the versacross wire with a second faradrive. No issues were encountered with the second faradrive and the procedure was completed successfully with no complications noted. The product is not expected to be returned as it was disposed.